Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the report condition of "device will not turn on (rss offline)" was confirmed during field service engineer testing and subsequently confirmed during the dchu testing and inspection process. According to work order # (B)(4), the fse reported that it was found that the solenoid on drawer 2.2 was not unlocking. The fse replaced and tested and found that controller board was activating solenoid on its own. After the fse found that all the cubies were not being detected on bus, it was replaced the t board, but the issue was still not resolved. Finally, the fse removed all cubies and row board from drawer, a lot of staples and foil packaging were found under row boards. After cleaning all debris and putting it all back together, the fse configured the board and verified that station was turning on and drawer working correctly. The report was closed. During dchu visual inspection: pn 151622-01: the "pcba dwr cntlr v1.10/v1" was received with no signs of physical damage, fluid ingress or missing components. Pn 151630-01: the "pcba pmc v1.06/v0.09bl hh" was received with no signs of physical damage, fluid ingress or missing components. Pn 353578-01: the "solenoid 12vdc latch" was received with signs of discoloration caused by excessive heat to the coil cover caused by a thermal event. During dchu testing: pn 151622-01: was evaluated on an esd protected surface with a calibrated dmm and it failed during the resistance testing on component mosfet q601. No further testing was required. Pn 151630-01: was evaluated on an esd protected surface with a calibrated dmm and it passed the resistance testing on fuse f201. A functional testing was performed using a dchu hta equipment and it failed during the cubie pocket eject test. Pn 353578-01: the testing from dchu was not required due to the signs of thermal damage. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of the reported condition of "device will not turn on (rss offline)" was determined to be: a faulty "pcba pmc v1.06/v0.09bl hh" with communication issues and intermittent behavior which led to circuit instability and ultimately compromised the drawer's functionality. A faulty "solenoid 12vdc latch" which exhibited thermal damage in the coil and consequently compromised the proper operation of the drawer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had failed to turn on. Customer mentioned that the issue might have been caused by a water spill, tried to reboot and recover the device, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. As per part investigation, it was determined that the issue was due to a faulty pmc board and a thermally damaged solenoid affecting drawer operation and power functionality there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, november 17, 2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not turning on. A field service engineer (fse) found that the solenoid on drawer 2.2 was not unlocking. So, the fse replaced solenoid and tested, and found that controller board was activating solenoid on its own. After found that all the cubies were not being detected on bus. The fse replaced the t board (pyxibus module controller board) and issued but still not resolved. Finally, the fse removed all the cubies and row board from drawer. The fse found a lot of staples and foil packaging under row boards. After cleaning all debris and put all back together. The fse configured the board and verified that station was turning on and drawer working correctly. The fse confirmed that no water spill on the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had failed to turn on. Customer mentioned that the issue might have been caused by a water spill, tried to reboot and recover the device, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.